Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the units of measurement settings on their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. The customer changed the battery and the units of measurement changed. The meter is one where the units of measurement can be changed inadvertently. The customer experienced mild symptoms of hypoglycemia that were resolved by eating chocolate. The customer was pregnant and had a miscarriage, but she said this was not related to her diabetes, she was experiencing problems previously with her pregnancy. There was no report of death or serious injury associated with this event.